Manufacturer narrative:
(B)(4).

Event description:
It was reported intermittent undersensing was observed due to fluctuations of the ventricular fibrillation peaks. The patient was symptomatic with an unresponsive time. Programming changes and induction testing were recommended. The patient condition appears now to be stable. No further information is available.